Event description:
Unsolicited: nurse reports she reprogrammed the curlin pump and primed it 5x and it kept saying air in line-then pump froze. Nurse called the manufacture and per clinical rep "unusual, recommended to get a new pump". Per rn pt got about 150ml (15gm out of the 80gm dose) of the infusion. No adverse event(s) reported due to product issue. Serial number and maintenance date for device associated with event not provided. Device available for return. Pharmacy replacing. No further info. Reported to cvs/caremark by health professional.